Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 45 mg/dl. The customer¿s current blood glucose value was 87 mg/dl. The customer did experienced symptoms of low blood glucose value such as shaking, mental confusion and inability to follow simple commands. The customer treated low blood glucose with food. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. It was unknown if the customer was using auto mode or not at the time of incident. The customer did allege over delivery on insulin pump. No further complications were reported. The customer will continue to use the device.